Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded 300 units of insulin into the cartridge and received an inaccurate fill estimate. Customer's blood glucose level was not impacted.